Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough lead analysis was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout this testing was within normal limits. X-ray examination revealed rate sense negative coil was deformed distal of the terminal pin - most likely due to over-torque the helix. Dried blood in the lumen, dried blood in the helix housing, and over-torque of helix (twist in lead body) may have contributed to helix failure.

Event description:
Boston scientific received information that there was oversensing and high threshold measurements on this right ventricular (rv) lead. It was confirmed the lead had dislodged. Attempts to reposition the lead were unsuccessful as the helix could not be retracted. Therefore, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.